Manufacturer narrative:
The device was returned to olympus for inspection. Olympus investigator was able to confirm the customer failure and determined the following: the operating pipe of the slider was broken. The broken portion had the shape that broke due to mechanical load. As a result, the loop could not be released from the main unit. However, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use ligating device's spring in the handle broke. The endoloop remained stuck in the colonoscope, still attached to the polyp. The issue occurred during a polypectomy. There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, h2, h3, h6, h11. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.